Event description:
Resident was being transferred from bed to a wheelchair by hoyer lift. Staff had resident in the lift and were attempting to back the lift from the bed, when the lift tipped to the left, causing the resident to land on the floor. Upon maintenance check and review, bolt to secure placement of rod/hydraulic had become loosened, hole drilled in rod so that screw would securely go into rod rather than up against post. No injury to resident.